Event description:
As reported by representative t.a on (B)(6) 2023 , a patient presented to the emergency room on wednesday on (B)(6) 2023 and found to have a dislocated endo sl component. Revision surgery took place on (B)(6) 2023 and was very successful. Representative stated that the explanted bushings were "destroyed".

Event description:
As reported by representative (B)(6) on 2023-11-27, a patient presented to the emergency room on wednesday on (B)(6) 2023 and found to have a dislocated endo sl component. Revision surgery took place on (B)(6) 2023 and was very successful. Representative stated that the explanted bushings were "destroyed". [Customer].

Manufacturer narrative:
This is the final supplemental report, the complaint is closed.